Event description:
The customer took the autopulse platform (sn (B)(6)) to a patient call. The customer stated that when they powered on the autopulse prior to placing the patient on the platform, it displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). Per the customer, the patient achieved a return of spontaneous circulation (rosc) while the platform was being set up. Therefore, the autopulse platform was not needed to be deployed. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed during both archive data review and functional testing. The root cause of the ua07 was the failed load cell #2. The cracked cover and load cell failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in august 2017 and is almost 6 years old, passed its expected service life of 5 years. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, there was a vertical crack going through one of the screw fittings of the front enclosure. The observed physical damage was likely attributed to user mishandling. The damaged front enclosure was replaced to address the issue. During further inspection, the clutch plate was found sticky, unrelated to the reported complaint. This is usually caused by sharp edges of the armature plate, or burrs on the surface of the clutch rotor, likely due to wear and tear and frequent use of the device. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. A review of the archive data showed multiple ua07 advisory messages around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The load cell characterization test confirmed load cell # 2 had failed to function within the specification, which caused the ua07 advisory messages. The failed load cell #2 was replaced to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) for 15 minutes, and the platform passed the test without any fault or error. Upon the customer's approval for repair and service completion, the platform will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).